Event description:
It was reported, PICC not drawing blood after 2 alteplase attempts and confirmed in correct position, patient received several doses of alteplase that was unneeded, unnecessary drug exposure. No other information was provided. 07/03/2024: the returned device revealed two kinks between the 10cm and 11cm depth markings.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo with a needleless injection cap and a statlock retainer without the pad. Use residue was observed on the sample. An attempt to flush and aspirate revealed the catheter was patent to infusion and aspiration with no observed leaks. The catheter was charged with water and no leaks were observed when the catheter was held vertically. Microscopic inspection of the valve was unremarkable. The valve appeared well formed. Microscopic inspection of the catheter revealed two kinks between the 10cm and 11cm depth markings. Material discoloration and wear marks were observed in the vicinity of the kinks. The kinking in the catheter likely contributed to difficulty using the device. This complaint will be recorded for future trending and monitoring purposes.